Event description:
A hospital in (B)(6) reported that two rt240 adult dual heated evaqua breathing circuits had holes. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only one rt240 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed a hole approximately 1cm from the proximal connector on the evaqua expiratory limb. A lot check revealed no other complaints of this nature for lot 140220. Conclusion: based on the visual inspection, the evaqua expiratory limb appears to have been punctured with a blunt object. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing is performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits, such as the rt240 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp or blunt objects and non-fph circuit hangers. The user instructions supplied with the rt240 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.